Event description:
It was reported that externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead remains implanted and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.